Event description:
It was reported by the customer that a pyxis medstation es system had a users unable to authenticate on all stations. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the users unable to log in on all stations. A technical support specialist informed the customer that the cfnservice password had been locked due to multiple wrong attempts, hospital it needs to investigate to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es facility license.